Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving dilaudid via an implantable infusion pump. It was reported that the patient was in the hospital with an altered mental status. It was noted that the patient stated that the pump was off. The caller requested to have the pump interrogated to verify the status and programming of the pump.